Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer is wearing the cartridge tubing facing up and failed to properly cycle the cartridge. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use, and to properly cycle the cartridge before use. Customer changed cartridge and infusion set to address the issue.